Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Event of amplatz guidewire became entangled with the sensor guidewire. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used during a ureteroscopy procedure on (B)(6) 2014. According to the complainant, during the procedure, the physician inserted a sensor guidewire into the kidney. A second guidewire, the amplatz super stiff guidewire, was inserted in order to place an access sheath over. During placement of the amplatz guidewire it became entangled with the sensor guidewire and was difficult to withdraw, however the physician did remove it from the ureter. A different guidewire (unknown brand) was used to complete the procedure. The patient¿s condition was reported to be fine at the conclusion of the procedure.